Manufacturer narrative:
Patient date of birth: 07/feb/1980. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, a6, b3, b6, d1, d2, d4, d6a, d6b, e1, e3, h4, h6.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as surgical damage (two striated patterns along the same edge) and broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Both patterns along the same edge. Missing shell assessed as inconclusive. Cyst-ndr: unable to observe as it is a medical event not related to the device. Calcification: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. Nick is observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported left-side rupture and ¿calcifications of benign appearance¿, ¿simple cyst in the upper outer quadrant of the left breast¿ diagnosed by ultrasound and mammogram. Device has been explanted and replaced with a non-allergan device.